Manufacturer narrative:
The technician found the communication cable is missing. The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No pt impact.